Event description:
It was reported that the ventilator generated an alarm indicating a high o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that high oxygen concentration alarm occurred on the device during use. The device failed to meet its specifications, it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on technician statement, the department of the hospital replaced o2 cell to resolve the issue. The has been used and after a period of use, the issue reoccur. According to the technician, this part has short-term lifetime. The part has been replaced again. The technician checked through the device and all test passed. The issue has been resolved and the device was back in working condition. Based on that the issue could occurred either in gas supply section and o2 concentration measuring section, the customer complaint has been decided to be reported. In investigated case, the o2 cell (which is used for the measurement and is not affecting the ventilation) has been replaced in order to repair the device. This is also one of the recommendation from service manual for troubleshooting of o2 high concentration, pointing to occurrence of the error with measurement not with gas delivery, which might, in turns, lead to stop of ventilation. The root cause of o2 cell malfunction has not been established. The correction of field #h8 usage of device and #h4 manufacture date were required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse. #h4 manufacture date: previous manufacture date: 10/23/2020; corrected manufacture date: 10/21/2020.

Event description:
Manufacturer's ref. #: (B)(4).